Event description:
The account alleged that when the brakes were activated the brake caster wheels would still roll. No patient impact.

Manufacturer narrative:
The technician replaced the brake steer torque tube weldments and the brake steer pedal weldment to resolve the issue.